Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation valve weight was cleaned, resolving the reported complaint. No report of patient involvement.

Event description:
The hospital reported that positive end expiratory pressure was noted to be higher than expected. There was no report of patient involvement.